Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also noted that the implantable pulse generator (ipg) was not holding a charge. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively. The explanted device was discarded per facility policy.